Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d2, d9, g1, g3, g6, h1, h2, h3, h6, and h11. Visual examination of the returned product identified signs of use (scratches) and confirming complaint the tip is fractured, not all pieces returned. Medical records were not provided. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. This complaint is confirmed based on product evaluation. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue.to monitor for trends.

Manufacturer narrative:
(B)(4). D10- medical product: driver for locking screw, item#: 00588102600, lot#: 66175496. G2- france h3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tip of a screwdriver fractured during surgery. The fractured piece was recovered by the surgeon. Attempts to obtain additional information have been made; however, no more information is available at this time.